Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a broken haptic of a lens upon opening the package during an intraocular lens (iol) implant procedure. The lens was returned to the container. A replacement lens of that diopter was not available, therefore the patient left the facility aphakic and returned the next day for replacement lens implantation.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned attached to the optic with solution. The optic is scratched/marked rejectable. We are unable to determine the root cause for the reported complaint "torn haptic". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (haptic is broken/torn ,optic is scratched/marked) would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).